Event description:
It was reported patient underwent a left shoulder arthroplasty on (B)(6) 2012. Subsequently, a revision procedure has been indicated due to loosening; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "loosening, migration, and/or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity."

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch. Additional information: updated event description; revision date became known.

Event description:
It was reported patient underwent a left shoulder arthroplasty on (B)(6) 2012. Subsequently, the patient underwent a revision procedure on (B)(6) 2014 due to loosening. The proximal humeral components were removed and replaced.